Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n133 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n133 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the leak occurred at the location of the kit's return line and patient access line. The customer reported the leak was observed after the photoactivation phase of the procedure. The ecp treatment was completed. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned the smart card for investigation.

Manufacturer narrative:
The smart card data was provided by the customer for evaluation. The kit was not returned. Smart card data shows that alarm #16: collect pressure alarms occurred during the collection phase. The treatment was completed, and the plasma volume of the return bag was 0ml, indicating that blood had been returned to the patient. The tubing leak could not be confirmed based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2025.